Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicates that there was allegation of infection as tissue was red around incision line and yellow pus. The final culture results were negative for any growth. The patient was stable before, during, and after the procedure.

Event description:
It was reported that a patient presented to clinic for a device and wound check. Pacemaker (pm) site was red with tissue opened and draining yellow pus. The eroded area on the incision line left the pm was visible. Cultures were taken and results stated no growth. The physician elected to explant the pm system. The patient condition was not known following the procedure.